Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call that customer was admitted to hospital due to high blood glucose value on (B)(6) 2019 at 2:30pm. Customer¿s blood glucose value was 629 mg/dl. Customer had abdominal pain, vomiting, pain in chest and dehydration, nausea and burping. Customer was in intensive care unit with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. High pressure test was performed and it passed. Insulin pump will not be returned for analysis.